Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. The customer contacted the technical support engineer (tse) to report that the monopolar curved scissors on arm 3 were not fully closing, even when the console surgeon applied a full grip. The tse advised the customer to first try reseating the sterile adapter and then check whether the jaws could be manually closed by hand or by rotating the discs, in case reseating did not resolve the issue. The tse further informed the customer that if the issue appeared to be physical in nature, the instrument should be returned for evaluation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-jun-2025: the instrument¿s serial number was provided: (B)(6). The issue was resolved when the instrument was removed and reinstalled. The instrument was inspected prior to use and no damage was observed. The instrument will not be returned for evaluation. There was no patient harm due to this event. The probable root cause is attributed to improper instrument setup on arm. Based on tse notes, the system issue was due to an improperly seated sterile adapter. Refer to the following fields for updated values: d4. Lot number d4. Unique identifier (UDI #) h4: device manufacture date.